Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had threshold suspend. The customer blood glucose level was 454 mg/dl. The customer¿s blood glucose was 454 mg/dl and the sensor glucose was 54 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 63 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. Troubleshooting was declined for high blood glucose level. The product will not be returned for analysis.